Event description:
It was reported that the 4.0x12 mm herculink elite stent came off [dislodged] in the rewrap tip [sheath]. There was no reported device use or patient involvement and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initially filed report, the device analysis indicated that the device had been inserted into the anatomy. No additional information was provided.

Manufacturer narrative:
A visual inspection and dimensional analysis was performed on the returned device. The reported stent dislodgement was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem updated. B6: relevant test/laboratory data updated. B7: other relevant history updated. H6: health effect - impact code 2645 removed and 2199 was added.